Event description:
Customer reported discolored acd solution during set up. When the acd solution was evaluated by the chemistry lab, the acd solution was found to be out of specification for both dextrose % and color. An investigation is ongoing.

Event description:
Customer reported discolored acd solution during set up. The discolored acd solution was not used on the donor and it was returned to the fresenius kabi production unit for evaluation. When the acd solution was evaluated by the chemistry lab, the acd solution was found to be out of specification for both dextrose % and color. Batch review for finished good lot fn18d04012 was performed and the lot met all the release requirements. All manufacturing and quality batch related records were verified and there were no events generated during the manufacturing process. All in-process and quality tests such as functional tests, visual inspections, leak tests and pressure tests were verified; all the results were satisfactory. Manufacturing records of e-beam sterilization area were verified, and all process parameters were within the specification limits. Incoming inspection batch related records for alyx acd-a 250ml solution bags were reviewed and leak test inspection results were satisfactory. The certificate of analysis from the supplier was verified; chemical tests and endotoxin testing were within specification limits, passed all tests performed with satisfactory results. Based on this investigation, this lot does not reveal any process, product or manufacturing abnormalities that would contribute to the reported incident. Lot fn18d04012 meets all release requirements. A CAPA was opened to investigate this issue. Based on the results from the CAPA investigation and root-cause analysis it can be concluded that the discolored solution was due to: yellow solution not detected during kit coiling and packaging due to the solution of the acd-a 250ml bag does not change in color immediately after it is exposed to e-beam sterilization process; solution bag exposed to e-beam sterilization process due to solution bag was placed out of carrier pocket. Incorrect kit handling when a solution bag is exposed to e-beam sterilization process; machine does not have a system to detect if the solution bag is in the carrier pocket. When the alyx acd-a 250 ml bag assembly basic was exposed to e-beam sterilization process, solution changed in color yellow. The heat caused the following expected reaction in the solution product: the heat on acd-a leads to degraded sugars, anti-coagulants and the preservatives; resulting in values below the specification limits by each test. After evaluation of the results, the out of limit found during the chemical test would not affect the donor as indicated in the health hazard evaluation (hhe) that was performed. The hhe determined the overall health hazard conclusion is negligible; specifically, the occurrence of injury/harm is determined to be improbable and the severity of injury/harm is negligible. The hhe concludes with the following statement: there is no identified hazardous situation, potential harm, or injury. Acd-a solution has no pharmacological effect. The dextrose in acd-a functions to maintain isotonicity of the collected blood products until processing is complete. The slight reduction in wt/v dextrose, hydrous outside of the lower limit poses no hazard to the donor and is unlikely to result in a reduction in the function of acd-a as an anticoagulant or to result in a significant alteration in tonicity in the collected blood products. There is no FDA nor usp requirement or limit for color, the method is used to monitor the cosmetic parameter of the product.